Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Reporter states, patient tested 5.6 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. Patient's coumadin dose was held for 1 day based on the meter result. No adverse event reported. Requested return of suspect strips, however, the strips are no longer available and will not be returned. Replacements were sent.